Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient said this is the first time the implant has turned off on its own. Patient thought it was due to having two iphones together close to the implant, but also thinks it may be due to the charge having gotten below 25%. Patient's symptoms of freezing/feeling lousy resolved after EKG and they are feeling much better.

Event description:
Information was received from a consumer who reported a week ago they got a new iphone and had the phone directly over the implant, and claimed the phone turned their implant off. In addition, the patient had been feeling lousy all week because of this and had to be seen in the emergency room as they were ¿frozen/couldn¿t move¿ and their muscles were all tense. The patient typically charged the implant twice a week, but don¿t check the implant battery level before their charge sessions and mentioned they were sure the implant has gotten below 25% before. It was reviewed the implant would automatically turned off if the battery got depleted. During the call they started a charge session, with good coupling, and were seeing a charge complete screen as it took them four hours to charge the implant yesterday. It was mentioned there were no recent surgeries, but they did have an EKG recently. A standard appointment was scheduled with the healthcare provider (hcp) later in the year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.